Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a cesarean section surgery on an unknown date and suture was used. During the procedure, the suture detached from the needle while placing the last stitch on the myometrium. No adverse patient consequences reported. No additional information was provided.